Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the monitor displayed an error message stating the hemocrit sensor was disconnected from the cuvette. The disconnect error message resulted in pt data not being recorded. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.